Manufacturer narrative:
The scrub tech took the device out of the packaging and had it on the back surgical table getting it ready to go before the case. During the setup, she was making sure that everything was in working order and that included sliding the 2 pieces to make sure the pouch would come out the end of the device. As she started to move the parts the unit came apart. The pouch on the end was intact. The device was discarded and there are no photographs. The procedure was completed with another genicon unit that worked just fine. On 04/24/2020, genicon personnel completed a historical review on this lot. No other similar complaints have been reported for this product. (B)(4).

Event description:
As reported by the user facility: the endo catch device broke (couldn't get it to work or stopped working) upon opening when setting up for a case (laparoscopic cholecystectomy with intraoperative cholangiogram). The patient was not in the room yet, so there was no patient harm.